Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket infection and the implantable pulse generator (ipg) system eroded. It was suspected the source of the infection was (B)(6). Medication was administered. The ipg system was extracted and a temporary pacemaker was placed until the infection cleared. The ipg system was replaced. No further patient complications have been reported as a result of this event.